Manufacturer narrative:
An event regarding loosening of a scorpio knee system was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events for the reported lot. The event could not be confirmed nor a root cause determined due to the minimal information provided. It is unclear which of the reported devices was loose.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
Loose component.

Event description:
Loose component.